Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2024) the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, two months, and six days post a port placement, blood return allegedly could not be confirmed. It was further reported that there was leakage of physiological saline and chemical solution at a position approximately three centimeters from the central venous port body. It was also reported that the right rotator cuff allegedly had a tear. Furthermore, the patient allegedly experience swelling in the subcutaneous tunnel. Reportedly, the port system was removed. There was a reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Ten photos were provided for review. The photos shows a partial fracture in the catheter. Therefore, the investigation is confirmed for the reported fluid leakage and the identified fracture issues. However the investigation is inconclusive for the reported suction issue as the provided photo was not sufficient enough to confirm the reported difficulty in getting reverse blood issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one year, two months, and six days post a port placement, blood return allegedly could not be confirmed. It was further reported that there was leakage of physiological saline and chemical solution at a position approximately three centimeters from the central venous port body. Furthermore, the patient allegedly experience swelling in the subcutaneous tunnel. Reportedly, the port system was removed. There was a reported patient injury.